Event description:
It was reported that a tracheostomy tube holder, at the ends of this holder it has two velcro straps attached to the holder for securement. However one of the straps in not attached. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: g9, h6. D5 is unknown. No information has been provided to date. The samples were sent to the supplier for investigation. A root cause cannot be established. A manufacturing device history record (DHR) review was not performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information revealed no patient involvement. Correction. This would be discovered prior to usage and make event non reportable, as the clinician is following procedure and following IFU.

Manufacturer narrative:
Other, other text: additional information . Event occurred prior to usage . No patient involvement h 6 updated, corrected data: file now meets non reportable event as changed status with additional information correction on reportable event.